Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h151 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h151 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The customer returned photographs for investigation. Evaluation of the customer provided photographs verifies that the centrifuge bowl broke as blood splatter is seen on the centrifuge chamber walls, and the bowl is in pieces at the bottom of the centrifuge chamber. The centrifuge bowl base appears to be intact and contained within the centrifuge bowl holder of the cellex instrument. The outer bowl cover and bowl base had separated completely. A material trace of the bowl assembly and its components used to build lot h151 found no related non-conformances. A device history record review of kit lot h151 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a separation of the bowl base and outer bowl cover. The cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). S.d.a. (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 200 mls of whole blood was processed at the time the break occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition and would have the treatment on another device the same day. The customer returned photographs for investigation.